Event description:
It was reported that the pressure drop was above the limit. The failure occurred during initial start up of the device. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. Therefore a report is required. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the pressure drop was above the limit. The failure occurred during initial start-up. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. Therefore a report is required. A getinge field service technician (fst) was sent for investigation on 2024-10-14/18/26 and 2024-11-04. The failure could be replicated. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and "part sensor defective", "pint sensor defective", and "pven sensor defective" could be confirmed on the date of event. According to the getinge life-cycle-engineering, a similar failure was investigated on 2023-01-26, with following conclusion: the most probable root cause that the wetting of the socket plain from the hls connector, which affected the measurement voltages for pressure. This lead to the unstable value changes of the pressure. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-09-17 for the period of 2017-08-02 to 2024-09-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-02. Based on the results the reported failure " pressure drop was above the limit " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.